Event description:
It was reported that Tandem Mobi pump generated cartridge alarm during cartridge loading with cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to used daily injections as backup insulin therapy and Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.